Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Stem trial and neck will not attach. The neck trial spins on stem trial.

Manufacturer narrative:
The customer's trial stem was not returned along with the trial neck. Review of the device history records and/or a lot specific complaint database search was not possible for the trial stem as the lot code required was not provided. A two-year search of the complaint database did not identify a trend for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.